Event description:
It was reported that the patient presented to the emergency room, admitted and had to be externally paced and intubated for a period of time. A device interrogation found that there had been a sudden rise in the right ventricular (rv) lead capture thresholds; however the device¿s capture management had been previously set to monitor only. The device was reprogrammed with an appropriate safety margin to accommodate the higher thresholds. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addr01, implantable pulse generator (ipg) implanted: (B)(6) 2013. (B)(4).